Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.